Event description:
The patient reported that the implantable neurostimulator (ins) is turning off by itself since implant in 2015. Patient services reviewed that each time the spinal cord stimulation is turned on with the patient programmer, the bladder ins turns off. It was unknown if the patient had a magnetic reed switch device. It was noted that the patient would follow-up with the healthcare provider to discuss possible to discuss possible interaction between devices.

Event description:
The patient reported that the implantable neurostimulator (ins) was turning off by itself since implant in 2015. The patient reviewed that each time the spinal cord stimulation was turned on with the patient programmer, the bladder ins turned off. It was unknown if the patient had a magnetic reed switch device. It was noted that the patient would follow-up with the healthcare provider to discuss possible interaction between devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.